Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used at that time. Device not returned to manufacturer.

Event description:
The patient reported that the crowns on teeth # 30 (lower right 1st molar), 19 (lower left 1st crown), and 14 (upper left 1st molar) came off. The patient reported visiting the treating doctor, who reported taking x-rays and reported that the crown on tooth 14 is non-fixable, and an oral surgeon who extracted tooth 14 to alleviate the reported symptom. The patient reported being prescribed antibiotics to alleviate the reported symptoms and to avoid infection (no infection was reported). The treatment has not been discontinued as the patient is still wearing the aligners. The treating doctor did not consider the event was serious or life threatening to the patient.